Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after cycling the power to clear the unrelated alarm, the home patient (hp) received a system error 2367 on the homechoice (hc) during dwell 3 of 4, while the hp was connected. The technical service representative (tsr) had the hp close all the clamps to the bags, patient line and the transfer set. The hp had to cycle the power again in order to clear the alarm and be able to remove the cassette. The tsr was not able to get to the programming details due to the hc alarming the unrelated alarm. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.